Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking at the administration port. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted a leak at the spike port tubing cap. Functional leak testing was performed by filling the bag with tap water. A leak was noted on the sides of the spike port tubing cap. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.